Event description:
Surgeon was performing removal of a laparoscopic gastric band. There was an issue with removal of the realize lap band. The surgeon could not locate the small adapter which locks the band tubing to the port. Multiple abdominal images to evaluate for retained lap band connector were taken. A radiopaque foreign body was not identified.